Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he believes that he is having problems absorbing the insulin and that it is causing his blood glucose to elevate. He stated that when he inserts his infusion sets at an angle and they go deeper, he notices that as they get closer to his navel, he has issues with the insulin absorbing. He wants to try another infusion set. The customer¿s basal rates absorb but sometimes when he eats, his blood glucose goes to between 350 mg/dl and 400 mg/dl and he treats with the pump. The morning of the call, he stated that his blood glucose was 380 mg/dl and he treated with an injection and it started to decrease. The customer declined high blood glucose troubleshooting. The pump will not be returning for analysis.